Manufacturer narrative:
An internal biomérieux investigation was initiated in response to a customer complaint for bacillus cereus contamination in inoculated blood culture bottles, bact/alert® pf plus (p/n 410853), bact/alert® fa plus (p/n 410851), and bact/alert® fn plus ( p/n 410852). The customer was unable to return bottles for the investigation as they had been discarded. The lot numbers and graphs were no longer available as the event occurred in (B)(6) 2018. Historical review of complaints found no bacillus cereus contamination trend. Bacillus cereus is a gram-positive, motile, spore-forming, rod-shaped bacterium that is widely distributed environmentally. The most probable root cause was determined to be contamination at the customer site during inoculation. The instructions for use provide adequate information for the prevention of contamination. Clean the bottle septum with one disinfectant wipe per bottle top. Spores are not easily killed by any disinfectant, so the mechanical wiping action picks them up and removes them from the bottle top. If you use the wipe on a second bottle, you may be depositing the spores there.

Event description:
A customer in (B)(6) notified biomérieux of false positive results associated with bact/alert® fa plus (reference 410851). The customer reported having a problem with contamination of bacillus cereus with eleven (11) bact/alert bottles; five (5) were fa plus, four (4) fn plus and two (2) pf plus bottles. It is unknown what the impact to the patient impact is. The initial diagnostic of the patient was a bone infection. The patient was treated with an antibiotic but it is unknown what the antibiotic is and if it was the correct antibiotic. An internal biomérieux investigation will be initiated.